Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported one of the leads was not fully inserted into the ipg. As a result, the ipg was replaced to address the issue.

Manufacturer narrative:
It was reported one of the leads was not fully inserted into the ipg. As a result, the ipg was replaced to address the issue. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.